Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Functional tests included use testing. The pump's delivery accuracy, pressure switch, and drain current tests were performed. The pressure switch and drain current tests of the pump were found to be defective such as high drain current and the pressure switch not activated properly. The downstream occlusion sensor and motor were replaced. Based on the evidence, the complaint was confirmed. The root cause was attributed to the downstream occlusion sensor and the motor.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited a product problem while in use. No adverse patient effects were reported.